Event description:
Rotablator to proximal lad- burr broke off drive shaft. Successfully retrieved. Continued with pci. Pt dc home 2 days later. Mo has equipment + will return it to boston scientific local rep. For testing/eval.